Manufacturer narrative:
This device no longer meets reportability criteria.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021 due to the ipg being inoperable. Based on parameters obtained for model 3660, the device meets or exceeds 75% expected longevity. There is no device malfunction. This device no longer meets reportability criteria.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg would be replaced for an unknown reason.